Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker failed to capture in the atrial channel.

Manufacturer narrative:
Correction: first supplemental was submitted in error. The device should have been kept as reportable.

Event description:
It was reported that the pacemaker failed to capture in the atrial channel. Programming changes were made. The patient status was unknown.